Event description:
It was reported that the day following implant procedure, it was determined that the right ventricular (rv) lead had dislodged due to the patient's anatomy. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.